Event description:
It was reported that, one month following a colon resection procedure, an abdominal fistula along the suture line was noted. No antibiotics were prescribed. The physician reported that the condition of the tissue surrounding the fistula was consistent with a foreign body reaction. The physician repaired the fistula.